Event description:
It was reported that patient faced drops of insulin at the end of the tubing on (B)(6) 2026. The blood glucose level was high and the patient was treated with correction injection via multi daily injection.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.